Event description:
The lay user/pt contacted lifescan (lfs) on november 12, 2006 alleging an apply sample icon on her ultra meter. The medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached for further clinical info. Mas also listened to the recorded call and obtained the following info. The pt has had the meter for approx 6 months. On the night of november 11, 2006, the pt obtained a 173 mg/dl and felt "weird" around 8:00 pm. On november 12, 2006 at an unspecified time, the pt attempted to test her blood glucose and was unable to obtain a reading due to the apply sample icon. Around 12:30 pm the pt experienced symptoms, which consisted of feeling lightheaded, dizziness, shakiness, and nausea. She attempted to test her blood glucose again and obtained the apply sample icon. Since she was unable to obtain a reading she drank orange juice based on her symptoms. The pt did not contact her physician for assistance or seek any medical attention. Since she was unable to obtain a reading she went to the pharmacy and was advised to contact lfs for assistance. No further clinical info was provided. It would have been helpful to know whether she felt better after drinking the orange juice, whether she attempted to test her blood glucose prior to 12:30 pm on november 12, 2006 and her diabetes regimen. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. While on the phone with the customer care advocate (cca) the pt ran a blood test and meter still showed the apply sample icon. Cca was unable to resolve the issue and sent the pt a replacement meter and control solution. The complaint is being reported because the pt experienced symptoms characteristic of hypoglycemia and was unable to test her blood glucose the morning of the event due to the apply sample icon. Around noon the same day, the pt was unable to obtain a reading while experiencing symptoms of hypoglycemia and she treated herself with juice.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.